Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019 that on (B)(6)2019, there was a missing sensor wire. The sensor was inserted into the abdomen on (b(6)2019. A sensor was returned for evaluation. The device was visually inspected and found that the applicator had a missing sensor wire. The reported event of a missing sensor wire issue was confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was a missing sensor wire. The sensor was inserted into the abdomen on (B)(6)2019. No product was provided for evaluation. Confirmation of the reported missing sensor wire could not be determined. A probable cause could not be determined. No additional event or patient information is available.